Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusion from abdominal aortic aneurysm. There was moderate tortuosity and moderate calcification in the vessels. It was reported that the stent graft was implanted however, there was kink/indentation in the stent graft in the stentless area of the stent graft. The physician elected to place another manufacturer's bare metal stent inside of the stent graft. The physician placed aneurx 16x8.5 limb inside of the bare metal stent. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Evaluation results and conclusion: (moderate tortuosity and moderate calcification in the vessels).